Manufacturer narrative:
(B)(4). The customer reported a power supply failure. The unit was evaluated by a philips field service engineer and the failure was verified. Replacement of the power supply resolved the reported failure.

Event description:
The customer reported a power supply failure.